Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 10.3 mmol/l. The customer stated that the pump was not dropped or exposed to moisture. The customer used (B)(6) alkaline battery. The customer was advised to insert new (B)(6) battery. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. The insulin pump had cracked display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.